Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 6721-0330 size 3 accolade ii 127 deg lot 54277506 , 6570-0-736 delta v-40 ceramic head 36/+7,5 lot 60787003 , 542-11-50e trident psl with purefix ha 50mm lot 59224403 , 2030-6530-1 6.5 cancellous bone screw 30mm lot d355kd , it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection. All components were removed.